Event description:
It was reported that the patient underwent a procedure at l4/s. It was reported that after a rod passed through into right l4 and l5 screw heads, the rod would not pass through right s screw head. As a result, the procedure had been changed to an open procedure, and the surgeon was able to place the rod. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records is not possible without additional device information.